Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and perigee were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It as reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent corrective pop/sui surgery on (B)(6) 2008 due to extrusion of bladder sling mesh into vagina. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh/bso; due to menorrhagia, stress urinary incontinence and cystocele. It was reported that the patient has an unknown surgical procedure in 2008 for complications with the mesh. It was reported that patient underwent excision of mesh on (B)(6) 2012 due to extrusion.